Manufacturer narrative:
Received 1 used foley catheter only. Initial visual inspection noted the balloon is cuffed per sample received. Per functional evaluation the balloon was inflated with air and deflated and a cuff roll was not formed. After that, it was introduced with 10cc of a mix of water and blue methylene with a syringe the catheter was left for 3 minutes resting on a flat surface. Then it was deflated by itself and no cuff roll was found. The catheters active length was found within specification. The reported event is confirmed with a cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked from an unknown location. Per the complainant, it is unknown whether the catheter was leaking water or urine. Per sample receipt, it was noted that the balloon was cuffed.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.